Manufacturer narrative:
.

Event description:
Additional information noted that the device was reprogrammed and troubleshooting took place. The device was programmed in primary vector and remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the patient was noted to have received shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. It was not clear whether the shock was appropriate or inappropriate. The patient had reported several shocks since the s ICD has been implanted. A total of four episodes with shock deliver and one untreated episode was observed. It was noted that in the fourth and fifth episode inappropriate sensing was the reason for the episode declaration. The patient also had a competitor pacemaker system implanted and it was reported that some atrial fibrillation was found in storage. Provocation maneuvers were performed and it was noted that noise was seen in the alternate vector while not in the primary vector. It was noted that the provocation noise was not the same as seen in the stored episodes. Further troubleshooting was performed by the health care professional. Due to fluid retention and worsening patient condition the patient was hospitalized. Further review by boston scientific technical services (ts) was requested. No adverse patient effects were reported. Ts requested additional information from the field and suggested to review the s ICD system and pacemaker interaction. Ts was concerned about the reduction of the r-wave as well as the noise reproduced in the available episodes. The combination of these was creating oversensing.